Event description:
It was reported that the patient presented in clinic after receiving the vibratory patient notifier for low, out of range, high voltage lead impedance. The device was reprogrammed. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.